Event description:
A customer reported the presence of a hole in a duramatrix suturable graft, observed during a medical procedure. The patient initially underwent a suboccipital craniotomy on (B)(6) 2023. During a subsequent operation on (B)(6) 2025, the clinician identified the hole in the duramatrix suturable graft. The surgery proceeded without delay, the graft was replaced, and the procedure was completed. While additional details regarding the patient's injury, follow-up visits, and current status were requested, they were not provided.